Manufacturer narrative:
(B)(4) = lockout. The analysis results found that the device was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any anomalies noted; no clip was released. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic robotic prostatectomy procedure the device was fired and stuck on the tissue, the device would not open. The tissue was cut on both sides to release the device. Unknown how the case was completed.